Event description:
The patient originally reported that the device was going off at different times of the day. Three weeks later, the patient called again reporting her "device is malfunctioning and shocking her all the time." Three weeks later, the patient's son called reporting "something is wrong/different tunes/goes off every day/defective." A call was then received by technical services reporting patient alert for high pacing impedance and threshold. Both the device and lead were explanted and replaced. Information received with the returned lead reported high/out of range lead impedance and a coil fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned. Analysis of device model 7231cx is in process; the results will be forwarded when available. Other: the patient originally reported that the device was going off at different times of the day. Three weeks later, the patient called again reporting her "device is malfunctioning and shocking her all the time." Three weeks later, the patient's son called reporting "something is wrong/different tunes/goes off every day/defective." A call was then received by technical services reporting patient alert for high pacing impedance and threshold. Both the device and lead were explanted and replaced. Information received with the returned lead reported high/out of range lead impedance and a coil fracture. No further patient complications were reported as a result of this event. Impedance, high shock, inappropriate, malfunction high threshold defective device.